Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility's biomedical engineer reported that he did a troubleshoot of the iabp and checked the event logs. The logs were clear and did not indicate any issues or alarms. The biomedical engineer also performed a full calibration and performance check and let the iabp run overnight. He found the iabp to be working fine with no problems and returned it to use.

Event description:
It was reported that while attempting to start support on a patient, the cs300 intra aortic balloon pump failed to inflate the balloon and begin pumping. No patient injury or adverse event was reported.